Manufacturer narrative:
Product: consensus revision knee system. Subject: engineering evaluation - baseplate boss fracture. To: customer complaint (B)(4) e-folder. Cc: memos to file e-folder. Prepared by: (B)(4) (sr. Product development engineer). Background the following incident was reported to consensus orthopedics, inc. (Coi) on (B)(4) 2018. Dr. (B)(6) performed revision surgery on the left knee of a (B)(6)-year old female on (B)(6) 2013 using the consensus revision knee system (crks). Approximately 5 years afterwards, dr. Bates performed a second revision surgery on the same knee on (B)(6) 2018 at the (B)(6) hospital. At time of the second revision, dr. (B)(6) found a fractured baseplate boss at the boss/stem interface; and found that the tibial plateau (i.e. Baseplate tray region) was unsupported. To correct the issue, dr. (B)(6) removed the damaged baseplate and replaced it with a new crks baseplate along with a new consensus knee system (cks) tibial insert and new 5mm medial and lateral tibial augments. Dr. (B)(6) left the stemmed femoral component and tibial stem in place; and fixed the new baseplate to the existing tibial stem. Dr. (B)(6) also inserted a metallic tibial cone around the tibial boss to provide additional support for the baseplate. Preoperative and postoperative radiographs of the second revision surgery were retrieved for evaluation. Explants from the first revision were not retrieved. DHR review: the device history records (dhrs) for the implant components including those removed and not removed at time of the second revision were evaluated (table 1). However, DHR's for three components removed at time of the second revision, including the tibial insert, tibial augment, and tibial peg, were not evaluated because their lot numbers were not retrieved. DHR evaluations were also limited to the lot number level because the serial numbers for all components implanted in the first revision were not retrieved. All components, who's lot numbers were retrieved, were cleaned, packaged, and eo sterilized per validated processes. The femoral component, femoral and tibial stems, and the flat head screw were inspected without any rejections. The tibial baseplate was part of a lot containing more than 13 samples, so it was unknown whether the baseplate was inspected. Nevertheless, all baseplates inspected were accepted without any rejections. Radiograph evaluation: radiographs were taken preoperatively and postoperatively to the second revision surgery (figures 1 and 2). Per the preoperative radiograph, the baseplate appeared collapsed on the medial tibial plateau, and the tibial boss appeared fractured medially at the boss/stem interface. The stem appeared adequately seated in the tibial canal and did not appear fractured. There were no apparent indications of component assembly error, abnormal component alignment, or patient trauma. Per the postoperative radiograph, all components including a metallic tibial cone appeared adequately seated and aligned. Photograph evaluation: none. Explant evaluation: none. Discussion: the present evaluation included a DHR review and radiograph evaluation of the fractured crks tibial component occurring after the patient's first revision surgery on the left knee. There were no rejections pertaining to qc inspection or processing of the crks baseplate or it's mating stem component prior to the first revision surgery. However, it was not possible to confirm whether the baseplate was inspected since it was part of a lot size greater than 13. The preoperative radiograph taken at the time of the second revision surgery revealed a fracture of the tibial boss at its medial distal wall (a relatively thin walled section). The tibial stem did not appear fractured. Physical inspection was not possible since the explants were not retrieved. One possible reason for the tibial boss fracture was the occurrence of an unsupported tibial plateau (i.e. Baseplate tray) causing distal collapse of the baseplate tray. This occurrence would have increased the likelihood of an early fatigue failure of the implant at the boss/stem interface if the stem became directly loaded. There were no reports of the patient falling or any report of trauma, however the surgeon reported lack of support of the tibial plateau. The crks is contraindicated for "conditions which tend to place increased loads on implants, such as age, weight, and activity level which are incompatible with a satisfactory clinical long-term result." The boss/stem junction was fatigue tested during product development and survived 10 million cycles at 202 lbf (900 n) to simulate 10 years of daily walking, meeting FDA requirements. Although the actual failure mechanism for the boss fracture remains unknown, it is apparent that the baseplate was not loaded as intended due to lack of bony support under the tray. The cause of failure also remains inconclusive, due in part to limited patient history and explant information.

Event description:
Tibial baseplate stem boss fx. Unsupported tibial plateau, fatigue failure.